Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a foreign healthcare provider (hcp) via a company representative (rep) providing the patient's pump model number, serial number, and implant date. The patient's gender and age were provided. It was reported that the medication in the patient's pump was baclofen (4000 mcg/ml, 502.6 mcg/day) with a refill interval of 125 days. No patient symptoms were reported related to the event. The cause of the 338 service code was reported as the apps continued running in the background, and because the tablet remained in standby mode for too long. The hcp reported that they did not agree with it. They were not doing anything different than usual. The issue was occurring mainly now, after the update, whereas it did not happen before. The tablet model was provided. The actions/interventions that were performed by the hcp were two apps were closed that were running and they switched off and on the tablet. The hcp reported that they haven't used that tablet and hadn't seen the error code since last thursday (2026-apr-16). The image provided was the image of the service code 338.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a foreign health care provider via a manufacturer representative. The error message seen was service code 338, regarding the connection to the pump having been interrupted, causing the session to end, and that the user must close and restart the application. At the time of the report, technical services reviewed the that to prevent the 338 code/message appearing, it is recommended to always end each session using the ¿end session¿ option rather than closing the application via the home button on the programmer tablet as this keeps the app active in the background.

Manufacturer narrative:
Continuation of d10: product ID: a810, lot#serial#: unknown, product type: software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a810, serial/lot#: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a foreign health care provider (for, hcp) via a manufacturer representative (rep) regarding an a810 clinician programmer. It was reported that after an update of the tablet, they had an error message every time when programming. It was stated that the message was seen 3x today [on (B)(6) 2026] and an attachment was provided with the code seen. The hcp stated that sometimes, they had to read the pump again 3 times and the reading was very slow. The hcp had the latest version of the synchromed app [2.0.3283].